Event description:
It was reported that during pocket closure, a change on the egms was observed. The lead was found to have perforated the ventricular apex. The pocket was reopened and the lead was replaced. The patient was asymptomatic before, and after the procedure. Drainage of the pericardial space was not needed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and found to be within specification.